Event description:
The micrusphere xl platinum microcoil (ssr10051020/g10556) was found opened at distributor during inventory check. Additionally, the material was received by the distributor, and then the devices are sent to the hospital depending on the case. If unused, these are sent back to distributor in the carton package. Upon receipt, the device outer pack was inspected for any transit damages, if any the pack is not opened unless there are signs of external damages. External box was intact in this case. There was no seal on the outer cartons and this can be opened, and no damage on external box. There are regulations within the country that require relabeling of any type, but during this process, the device was not accidentally opened. Prior to release to the hospitals, distributors or end users, the unit outer or inner package was not opened. The device was sent to the hospital, and then come back and again from the site, and are then sent for another procedure to another site. Once the unit is returned, the external box is checked only, and the box was intact. The inner package was open in the same area, mostly on crown seal side, and the unit was not stored in high heat or humidity.

Manufacturer narrative:
The micrusphere xl platinum microcoil ((B)(4)) sterile package was found opened at distributor during inventory check. Additionally, the material was received by the distributor, and then the device was sent to the hospital depending on the case. If unused, the device is sent back to distributor in the carton package. Upon receipt, the device outer pack was inspected for any transit damages, and the package is not open unless there are signs of external damages. External box was intact in this case. There was no seal on the outer cartons and this can be opened, and no damage on external box. There are regulations within the country that require relabeling of any type, but during this process, the device was not accidentally opened. Prior to release to the hospitals, distributors or end users, the unit outer or inner package was not opened. The device was sent to the hospital, and then came back and again from the site, and then sent for another procedure to another site. Once the unit is returned, the external box is checked only, and the box was intact. The inner package was open in the same area, mostly on crown seal side, and the unit was not stored in high heat or humidity. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the device, the reported event of open sterile package could not be confirmed. Additionally, based on the available information, the device was sent out multiple times to different hospitals and the integrity of the product could not be confirmed after the device was returned from the site (s). Based on the available information it appears that mishandling of the device may have contributed to the event. Additionally, the DHR indicated that the lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. However, a risk assessment has been initiated to evaluate this issue .

Manufacturer narrative:
The micrusphere xl platinum microcoil (ssr10051020/g10556) sterile package was found opened at distributor during inventory check. Additionally, the material was received by the distributor, and then the device was sent to the hospital depending on the case. If unused, the device is sent back to distributor in the carton package. Upon receipt, the device outer pack was inspected for any transit damages, and the package is not open unless there are signs of external damages. External box was intact in this case. There was no seal on the outer cartons and this can be opened, and no damage on external box. There are regulations within the country that require relabeling of any type, but during this process, the device was not accidentally opened. Prior to release to the hospitals, distributors or end users, the unit outer or inner package was not opened. The device was sent to the hospital, and then came back and again from the site, and then sent for another procedure to another site. Once the unit is returned, the external box is checked only, and the box was intact. The inner package was open in the same area, mostly on crown seal side, and the unit was not stored in high heat or humidity. It is confirmed that the box was found to have moisture damage, smudged and foreign substances on the labels and surfaces of the external box, mold smell, severely compressed external box. The inner pouch was found to have been opened which breached the sterile barrier. Evaluations into the methods used to handle and store items in the (B)(4) market is being pursued with the (B)(4) affiliate and its local distributors. At the present time, no additional information is available for this file. The circumstances which lead to the poor condition of the packages are considered to be isolated to this affiliate/distributor office. Further information and any actions to be taken will be attached to this file if they are received.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A risk assessment ((B)(4)) has been initiated to evaluate this issue.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.